Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented due to feeling vibrations from the device along with pocket pain. The patient was noted to twist the device in the pocket when the sensation of buzzing or pain occurred. Nsvt (non-sustained ventricular tachycardia) episodes and short v-v intervals were also noted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.